Manufacturer narrative:
The reported event that the tip was broken off was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that during testing conducted at the user facility the tip of the device broke off. As the event occurred during testing, there was no associated medical interventions, adverse consequences, patient involvement, or surgical delays.

Event description:
It was reported that during testing conducted at the user facility the tip of the device broke off. As the event occurred during testing, there was no associated medical interventions, adverse consequences, patient involvement, or surgical delays.